Event description:
It was reported that during the ventricular tachycardia ablation procedure, a pericardial effusion was observed by the physician after going transeptal. It was stated that the customer was unsure as to when the perforation actually occurred during the case. The patient's blood pressure had dropped and became unstable through the procedure and confirmed the effusion by using ultrasound. The physician performed a pericardiocentesis as a medical intervention and the patient was sent to the ICU in stable condition. Physician believed the causality of the adverse event was possibly procedure-related. In addition, the patient was doing well immediately following the procedure and has improved.

Manufacturer narrative:
(B)(4). The returned device passed electrical, leakage and temperature tests also passed stockert generator test. Irrigation test was performed and all ports flushed fine. The catheter passed cool flow pump test delivering. The catheter passed all deflection tests. The device history record was reviewed, it was identified that (B)(4) pieces were scrapped; however DHR shows the pieces were identified during the process prior the final inspection stage and documentation shows the scrap of these (B)(4) pieces exists but the issues are not related to the reported on this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint has not been verified.

Manufacturer narrative:
The bwi representative stated that the catheters have been confiscated by the hospital. Thus, they will not be returned for any investigation. The concomitant devices: carto 3 rmt, manufacturer #: (B)(4), (B)(4); stockert 70 system, manufacturer #: (B)(4), (B)(4); coolflow pump, manufacturer #: (B)(4), (B)(4). The bwi systems mentioned above were all used in the case without any malfunction. (B)(4).